Event description:
It was reported only 95cc of volume had been actually given and the pump did not infuse everything. Per reporter, the pump did not alarm, and the pump was connected to a patient when the error/event occurred. Continuous infusion rate: 25cc/hour. Total reservoir volume: 566cc. Given: approximately 95cc. Length of infusion: 22hours. A closed system transfer device was not used to fill cassette. The pump was used to prime the extension tubing. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.